Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 result of investigation: the suspect device was returned for evaluation. It was visually inspected by quality personnel from assembly area according to b1717xxx and it was observed that the tubing 108in expandable pediatric 15mm corr tub part number r5108mexa was broken in two parts. Since the leak test verification of the unit is 100% performed in both extrusion and assembly process to detect holes and/or damages that affected the functionality of the product and not enough evidence was found to confirm that the reported defect happened on vyaire facilities, we could not confirm the root cause. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the circuit, pedi 108" exp, 2l lf bag passed pre-use check and was used to a patient. The circuit did not stretch at all but simply broke. Furthermore, no harm was done to the patient.